Manufacturer narrative:
The reported event of failure to remove guidewire was confirmed. As received, a complete lead was returned in one piece with guidewire inserted and stuck inside the lead. Visual and x-ray examination of the lead found the inner coil to be bunched up at the distal region. The guidewire insertion test was not performed due to the condition of the lead as received. The cause of the reported event was isolated to the inner coil being bunched up at the distal region of the lead.

Event description:
Prior to attempted implant, it was reported that the left ventricular (lv) lead could not be removed from the guidewire. A different lv lead was successfully implanted in order to resolve the event. The patient was stable and there were no adverse consequences.